Event description:
It was reported that during a recanalization procedure through antegrade access in the mid anterior tibial artery, the device allegedly failed to advance and the wire got stuck in the catheter. Upon angiogram, a large perforation was noted to distal sfa. The patient experiences pseudoaneurysm and a covered stent was placed to cover lesion. The patient was reportedly stable.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. The catheter was blocked due to a high amount of blood and coagulation material in the catheter. The guidewire was stuck inside the catheter. Therefore, the investigation is inconclusive for detachment and confirmed for failure to advance and physical resistance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023), g3, h6 (device) h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a procedure through antegrade access in the mid anterior tibial artery, the device allegedly failed to advance and the wire got stuck in the catheter. Upon angiogram, a large perforation was noted to distal sfa. The patient experiences pseudoaneurysm and a covered stent was placed to cover lesion. The patient was reportedly stable.